Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device had moisture damage on the lcd board, broken battery tube threads, cracked reservoir tube lip, cracked case near the display window corner, and missing end cap sticker noted.

Event description:
Customer reported via phone, the insulin pump was damaged. Water was outside of the device and it seems in seeping in. Customer's blood glucose was 103 mg/dl. Customer was at the doctor's office when he noticed the fluids. Customer reported the insulin pump didn't have frequent alarms however button error alarm occurred on 06/13 and 06/14 per the device alarm history file. No current alarms were noted. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.